Event description:
Revision surgery - the pt had metallosis; the surgeon left the pt had a high metal blood count. He removed the metal-metal liner and head and replaced them with a hxl/fmp liner and cocr head.

Manufacturer narrative:
The reason for the revision surgery was metallosis. No information about any patient injuries, activities, accidents, medical contraindications, allergies, 3rd body wear or other factors that could have contributed to revision was provided with this complaint. No x-rays of the components in-vivo were provided for review. There was no delay in surgery and another suitable device was available for use. The revision surgery was completed as intended. The device was disposed of at the hospital and not made available to djo surgical for examination. A review of the device history records showed no non-conforming material reports associated with this product. A review of the product complaint report history showed there were (B)(4) total complaints against the incident m-m liner part family. (B)(4) of the prior complaints were on the incident part number (B)(4). Of these (B)(4) complaints, (B)(4) complaints were for infection, (B)(4) were for dislocation, (B)(4) were for wear, and (B)(4) was for pain. A definitive root cause cannot be determined. Several factors that can contribute to this event include hypersensitivity to metal, increased metal wear due to high patient activity level, malposition of components, trauma, or excessive range-of-motion. There is no evidence that a material, design, or dimensional problem contributed to revision surgery.